Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsvmb10) fractured off. Implant was removed.

Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified a large amount of bone tissue due to trephining about the threads. The implant collars is fractured. No pre-existing conditions were noted on the per. The reported product was located on unknown tooth sites and used for approximately 3 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63007134. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63007134) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tsvmb10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.